Event description:
During service, the baxter repair technician reported a failure code 810:11 on channel b. Although attempts were made, no info was available regarding whether or not any pt incident reports have been filed on this device since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed.